Manufacturer narrative:
Follow-up is complete, as reporting competent authority will not provide any further information "to safeguard the privacy of the involved patients.¿ the event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: anaplastic large cell lymphoma based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Competent authority reported a case of alcl. Treatment and affected side unknown. As pathological markers are unknown, this is an unconfirmed case of alcl and will be reported as lymphoma.